Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebn2081 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that one of the two valves of the PICC line was disconnected from the night of (B)(6) 2017 to (B)(6) 2017, leaving patient at risk for gas embolism and infection. Senior supervisor contacted the resuscitation physician who advised to have the device removed. Ablation of PICC around the 14 hour, no clinically observed consequences, but could have been extremely serious. Risk of infection and embolism.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a disconnected solo hub is confirmed, and the cause is determined to be use-related. The device returned was found to be one 5 fr d/l power PICC solo catheter. Visual observation found that the catheter had one solo hub (the blue/purple) separated from its extension leg. The proximal end of the tubing of the detached extension leg was irregular; it appeared to have a step along its circumference. The tubing of this extension leg was noticeably longer than that of the other extension leg. There were two deep compressions within the damaged extension leg, consistent with interim clamping performed by the customer facility after hub disconnection. Tactual evaluation found some tensile weakness in the damaged extension leg. Microscopic evaluation found a whitened surface within the detached solo hub. In addition, the remnants of tubing were found at the bottom of the solo hub¿s tubing receptacle. The remnants of tubing were not at a constant depth. It is therefore evident that the tubing was broken, and that tensile forces during use sufficient to stretch the extension leg contributed. The IFU states ¿to minimize the risk of catheter breakage and embolization, the catheter must be secured in place.¿ ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps. Do not use the catheter if there is any evidence of mechanical damage or leaking.¿ ¿the statlock* catheter stabilization device is included in powerpicc solo*2 catheter kits. Please refer to instructions for use on the proper use and removal. The statlock* catheter stabilization device should be monitored daily and replaced at least every seven days.¿ the IFU also describes stabilization methods using 1) statlock devices and 2) tape strips. A lot history review (lhr) of rebn2081 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that one of the two valves of the PICC line was disconnected from the night of (B)(6) 2017, leaving patient at risk for gas embolism and infection. Senior supervisor contacted the resuscitation physician who advised to have the device removed. Ablation of PICC around the 14 hour, no clinically observed consequences, but could have been extremely serious. Facility expressed concern for risk of infection and embolism.